Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to fire and the staple line was incomplete. No pt injury was reported.

Manufacturer narrative:
Device not received for eval.